Event description:
It has been reported that one of the handrim attaching screws is missing on a wheel of a (B)(4) wheelchair and is causing the soot is come out. The end user reported that the soot ruined rugs.